Event description:
During multiple flights in (B)(6) 2024 and (B)(6) 2025, I have had my blood sugar drop suddenly after take off, causing my blood sugars to decrease to 40-50 blood sugar readings and sometimes lower. On the day I listed, my pump alerted me late of the low sugar. I did not hear the pump reminder sounds or feel the vibrations until after approximately 5+ minutes then had a difficult t getting and staying awake to take care of the low sugar. I believe I was also losing consciousness because I was falling asleep with the food in my mouth. I had thought the issue was mine and possibly took too much insulin. I was informed by medtronic that this has been an issue identified and so should report please contact me if anything else is needed or you need any clarifications.